Event description:
It was reported that the customer requested a keystroke report for the pump to investigate a near-miss event involving a patient and determine whether it was caused by user (nurse) action or the device. There was patient involvement but no harm. Additional information received on 30mar2026: on (B)(6) 2026, at 1008 the fentanyl syringe was initiated and to infuse at 1mcg/kg/hr (0.1 ml/hr). At 1009 a fentanyl bolus was given (1.5 mcg/kg/hr), verified and consigned. At 1011 the bolus was complete: however, according to the infusion rate verification, the alaris pump automatically restarted the continuous infusion at 10 mcg/kg/hr (1 ml/hr) at this same time. At 1300 the pump alarmed "complete." The rn realized the syringe should not have been empty, reviewed infusion rate verification, and saw the rate increase. The rn immediately stopped the infusion, and the pump was removed from service and secured. The infant remained stable and unaffected.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.